Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done . Customer's blood glucose was 271 mg/dl. Customer has not treated due to syringes were one month expired. Customer stated the button error was due to hot, humid and sticky night. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Moisture damage was noted on the display board. No unexpected button error alarm was noted. The insulin pump had intermittent button response from the up arrow button due to corroded keypad traces. No unexpected number ramping anomaly was noted. Minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, and improper soldering on the interface board were noted during the visual inspection.